Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 64 mg/dl. Juice and a glucose tablet were consumed to address the bg. The low bg was caused by adrenaline and fatigue. Tandem technical support advised the contact to discuss the event with a healthcare provider.